Manufacturer narrative:
One sample was received for evaluation and an inflation/deflation test was performed. It was observed the cuff deflated immediately. Visual inspection revealed the cuff has several small cuts. The reported event of cut in cuff was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received communication that while in use on a patient the cuff pressure became unstable. It was reported that the tube was removed from the patient and the tube was replaced.

Event description:
Medtronic received communication that while in use on a patient the cuff pressure became unstable. It was reported that the tube was removed from the patient and the tube was replaced.